Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the low placement could not be determined with the limited information available. In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a second valve was implanted successfully showing mild pvl. Mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too low resulting in moderate paravalvular leak (pvl). A second valve was implanted successfully valve-in-valve showing mild pvl. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.